Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the air/water nozzle. The user¿s complaint of defective air/water nozzle was confirmed. Other observations for the device are: insertion part k-pipe is torn; air/water nut and suction nut have paint peeling off; light guide cover glass is cracked; angulation wire stopper has play; biopsy channel has cuts; and light guide cover small lens is chipped. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of defective air/water nozzle. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the air/water nozzle. This medwatch is being submitted for the reportable issue of the foreign material being found in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 23-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus was unable to identify the foreign material or specify the root cause of the material caught in the nozzle. The user can detect the event by handling the device in accordance with the following instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The IFU also states the following about reprocessing of the air/water nozzle/channel: "flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Manually cleaning the endoscope and accessories-clean the external surface: immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution." Olympus will continue to monitor field performance for this device.